Event description:
Report received from USA stating that the device had a motor that was running hesitantly. It is known that the device was not used in surgery. It is known that there was no pt or user injury.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or add'l info becomes available, a supplemental report will be sent.